Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the involved component is not available for evaluation. At this time, the suspect component has not been received by carefusion. Carefusion (cfn) technical support have provided an purchase order for a new compressor.

Event description:
The customer reported the compressor in the avea ventilator is noisy. The customer reported the error log is displaying compressor output low, compressor runtime data error, and reports the unit is not cycling. The customer reported the following alarms: loss of gas safety valve open, low peep(positive end expiratory pressure), low minute volume (ve), low o2% (oxygen). The issue occurred during patient use. The customer reported the respiratory therapist noticed the alarms and removed the suspect device from the patient. There are no known reports patient impact or consequence associated with the event.